Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the distal end of the right coronary artery. After pre-dilatation, a 2.75x38mm promus element plus drug- eluting stent was advanced for treatment. However, the device was unable to cross after several times of attempts. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the distal end of the right coronary artery. After pre-dilatation, a 2.75x38mm promus element plus drug- eluting stent was advanced for treatment. However, the device was unable to cross after several times of attempts. The device was removed and it was noted that the stent structs were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.